Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that the laptop malfunctioned during surgery, as the patient was on the table with the lasik flap lifted up. Flap was put back down, and a delay of five hours occurred, while waiting for a service technician to fix the issue. No patient harm was reported. Further information has been requested.